Event description:
Per the clinic, the patient experienced a performance decrement and poor sound quality with the device. High impedance was also noted. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.